Event description:
It was reported "after removal of the femur trial, a small crack was noticed on the anterior aspect of the distal femur condyle. A cannulated screw was placed into the condyle to correct the crack. The implant was then cemented onto the distal femur and no complications resulted."

Manufacturer narrative:
The return of the device and additional information is expected but has not yet been received.